Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, multiple cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 127-201 mg/dl.